Event description:
It was reported by the patient that the pod was causing the site to develop dark scars. According to the patient, they experniced a lot of irritation with the adhesive, rashes and bumps. No medical attention was stated during the report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported scar. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6.